Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-05431. It was reported that the patient experienced ineffective therapy and lead migration of both implanted leads due to several falls. As a result, surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
It was reported to abbott, a patient was feeling stimulation in a different area. The leads had migrated cephalad. The patient stated falling twice going up the stairs since implant. The rep was only able to capture partial coverage. The patient underwent a revision where one lead was pulled down to its original locations. The second lead was replaced as it would not stay in place after it was pulled down. There were no complications. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2023 wherein the lead was repositioned to its original location.